Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted with a leadless implantable pulse generator (ipg). During the implant procedure, and once the tether was removed, a handheld echocardiogram was performed which appeared to show a pericardial effusion. A pericardiocentesis procedure was then performed, however there was difficulty aspirating any significant volume of fluid. A normal pericardial space was confirmed via fluoroscopy and transoesophageal echocardiogram indicated a large pleural effusion. Protamine was administered to reverse the anticoagulation bolus that had been given. The patients blood pressure was managed medically and stabilization was confirmed with arterial invasive pressure. The ipg remains in use. No further patient complications have been reported as a result of this event.